Event description:
A falsely low advia centaur xp tsh3-ultra result was obtained for a patient sample. The physician questioned the result. The patient sample was tested on another advia centaur xp and the result was as expected. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
The cause for the discordant advia centaur xp tsh3-ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.